Event description:
Consumer called to report erratic readings with their meter. Analysis run on clark error grid using mean avg. Reading (220) vs. Bd reading of 400, 4 yielded data points in the e/c zone of the grid, outside of acceptable limits.